Event description:
It was reported that during an unknown procedure, solid tone with error code 5 after working 20 minutes. Changed another one to complete the procedure. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 4-3-2012. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for error code 5 the device was activated with the generator and an error code 5 was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.